Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient required medical intervention after a car accident. The patient was wearing the dexcom at the time of event. Patient declined to provide details of the event, and alleges she will report to the FDA. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.